Event description:
It was reported by the rep that the device was used during a small bowel resection. It was reported the tlc55 locked out and would not fire after third firing. Another tlc55 was opened and the case was finished. There was no consequence to the pt.